Event description:
Reported to hosp by co, medtronic, that physician reported pacer lead oversensing and had to be replaced. Medical record does reflect this info regarding oversensing and replacement. Delay in reporting due to attempts to determine facility of initial implantation. Pacemaker implanted at another facility.